Manufacturer narrative:
The device was not returned for analysis. A review of the electronic lot history record (elhr), corrective action tracking system for the web (catsweb) database review and similar incident query for this product was not performed because the lot number was not reported. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional prostyle device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of the calcified common femoral artery was attempted with two prostyle devices using the pre-close technique prior to an interventional transcatheter aortic valve replacement (tavr) procedure via a 6f sheath. Reportedly, a cuff miss [suture-retrieval issue] occurred with both prostyle devices. The sutures of two additional prostyle devices were successfully pre-placed. The sheath was upsized to 16f and the tavr procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.